Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, air aspirated from the sheath. Air was aspirated even when pulling the pulling the syringe several times. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.